Manufacturer narrative:
Device is evaluated in-situ. Evaluation results are expected but have not been received at the time of this submission. The date of manufacture as well as the review of the device history record are anticipated but not available at the time of this submission. All pertinent information will be provided in a follow up submission upon receipt.

Event description:
The reported event refers to a reported incident involving an aquarius (B)(4) with an unrecognized (B)(4). Reportedly, a female patient (mm) was receiving cvvh on (B)(6) 2010, receiving flolan via the syringe driver at a set program of 0.5mls/hr. The aquarius alarmed at 04:30 hrs with the message "check heparin syringe." The nurse checked the line to ensure it was unclamped and sitting in the driver correctly. Everything appeared acceptable and the nurse pressed start. The device alarmed again, and start was again pressed. When the device continued to alarm, another nurse checked the machine and observed that the patient had been bolused 4mls in approximately 5 minutes. The nurses immediately started giving 250mls of colloid filling as the patient's blood pressure appeared to be dropping. The patient's blood pressure dropped to a systolic pressure of 80mm/hg at its lowest point, and it picked up over the next 10 minutes. The flolan syringe was then discontinued via the aquarius syringe driver and transferred to an external syringe driver. The aquarius was transferred to the hospitals qe renal technicians for evaluation and is not available. No patient injury was reported/confirmed. This event is being submitted due to the allegation of patient intervention. The hospital used flolan with the heparin syringe driver and this syringe is to be used with heparin only. This is clearly described in the opm.

Event description:
Per the clinic, the patient experienced a skin flap necrosis resulting in a decision to explant the device. The device was explanted on (B) (6) 2010. Reimplantation is planned, but had not taken place at the time of this report (B) (6) 2010.

Manufacturer narrative:
Evaluation results were not provided at the time of the initial submission; the device is evaluated and repaired in-situ. The machine was serviced in-house by qe (B) (4) renal technicians. While a technical service report was not provided to edwards, the following information was communicated: the renal technicians did not find any failure(s) with the device. "Check heparin syringe" alarms were noted, which attracted the nurses¿ attention to the issue. Additionally, the opm states that the anticoagulation pump is specifically designed for heparin use only and the patient was administered flolan. The device was manufactured in 2004 and review of the device history record supports that there were no shown indicators which could be related to the complaint. All manufacturing specifications were met prior to release. Method results and conclusions are provided in the appropriate area(s) above